Event description:
It was reported that the user experienced an ongoing charging issue in which the pump would not power on despite being on the charger for several hours, with the charger showing a solid green indicator, consistent with a premature battery discharge issue involving the battery component; the user switched to backup therapy and reports could not be synced due to a dead battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.